Manufacturer narrative:
Title: comparison of minimal invasive versus open radical antegrade modular pancreatosplenectomy (ramps) for pancreatic ductal adeno carcinoma: a single center retrospective study source: surgical endoscopy (2021) 35:3763¿3773. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between august, 2012 to march 2018, postoperative to radical antegrade modular pan creatosplenectomy (ramps), there were two cases of grade b postoperative pancreatic fistula (popf) occurred in the laparoscopic-ramps group. Of these two patients, one developed a secondary abdominal infection and the other developed postoperative hemorrhage that was treated by intervention embolization and transfusion.